Event description:
A zoll dist returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a bent connector pin. The root cause for the damaged connector pin was excessive force. No adverse event resulted from the defective electrode belt.